Manufacturer narrative:
Corrected data: h6: 1494 off-label should be removed for correction. Claim# (B)(4).

Manufacturer narrative:
Medical device problem code: 1494-pre-existing keratoconus. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -5.5/5.5/173 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed, on (B)(6) 2022 the lens was replaced for a shorter length lens. Problem resolved. Cause reported as device.

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports the patient has excessive vault (1200 micron). Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).